Manufacturer narrative:
The autopulse li-ion battery associated with this complaint will not be returned for evaluation. The battery will be scrapped on-site by the customer. Since the battery was not returned, an investigation could not be performed, and a root cause could not be determined.

Event description:
Customer reported that the autopulse platform displayed "replace battery" message upon insertion of a fully charged autopulse li-ion battery (serial#: (B)(4)). The crew did observed the battery status as fully charged on the autopulse multi chemistry charger prior to insertion.